Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Received a complaint that an inspiration ls had shut down while in use and could not power on again. According to the doctor, the ventilator shutdown suddenly without any sign while ventilating. Nothing displayed. Once they noticed this, they changed to a different ventilator for the patient. The distributer went to the site, connected the ventilator to ac and the ventilator powered up. They disconnected the ac and the ventilator continued working on battery backup. The backup buzzer was also tested and was found to be working properly. The ventilator also showed alarm message "speaker fault".